Event description:
Pt-self tester reports results lower than reference with the protime microcoagulation system. Protime generated 1.5 inr and on the same day, reference laboratory result was 2.2 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Result: reported customer complaint was not confirmed through instrument or cuvette eval. Itc has requested all data required for form 3500a.